Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on electronics assembly. No numbers spinning or ramping noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then the numbers on the screen started scrolling on their own. The customer stated that this happened after the device was exposed to moisture. She explained that the insulin pump was in a cooler while she was floating in the river. Blood glucose value was 140 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.